Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that our investigation shows that the drill bit is broken off at the end of the flute. The remaining cutting edges are worn out. The broken off fragments are not available for further investigation. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Unfortunately we are not able to determine the exact cause of the breakage. Due to the multiple use of this instrument that the cutting edges were blunt before use. Blunt drill bits require more mechanical power during the application, especially in hard bones like in this case, and therefore an exceeded force application could lead to the complaint issue. Because of the damage and the missing fragments, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was drilling a hole for a cortex screw through the aiming arm for the proximal tibia plate when the drill bit broke. The patient had very hard bone and this had been noted earlier in the case. The surgeon said the drill bit broke on the far (medial) cortex. The fragment was intramedullary and was not retrieved. Another drill bit was available to complete the procedure. No delay in surgery. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that no anomalies were detected during device history record review. No ncrs were generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.